Event description:
Customer reported that the insulin pump returned a button error alarm. Customer also reported receiving a low battery alert and replacing the battery. Blood glucose level was 211 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down arrow button keypad traces. The insulin pump had normal operating currents. No low battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.